Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, the iol was circulated to the surgical table, viscoelastic was applied in the viscoelastic hole, the safety was removed, and the doctor was sent to advance the lens under a microscope. It was evidenced that plunger passes behind the intraocular lens, and it was trapped. Additional information has been received stating patient was recovered. No damage or impact to patient.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the product carton. The lock-out assembly is present on the device. Viscoelastic is observed in the device. The plunger has been advanced at the wound guard area and is advanced under the intraocular lens (iol). The iol is advanced into the nozzle entry and is misfolded. We are unable to determine the root cause for the reported complaint "plunger passes behind the intraocular lens, and it is trapped". Plunger underride was observed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).